Event description:
A pt had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. A month later, the pt developed a staph infection, and the surgeon performed an incision and drainage (I&d) procedure and exchanged the tibial onlay insert component.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted by mako surgical. At this time, there is no evidence to suggest that the rio or mck implants contributed to the infection. It was also noted from the surgeon that the pt will eventually undergo a total knee replacement surgery. Additional follow up was obtained from the surgeon approximately two weeks later. The surgeon removed the implants and placed a cement spacer in the knee joint.